Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump had motor error alarm. The customer's blood glucose level was 190 mg/dl at the time of incident. The customer stated that the drive support cap appears to be sticking out. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.